Event description:
Event description cpi received information that during a routine follow-up, this device displayed a fault code indicating a 'shorted lead condition'. The ICD and leads were removed from service. A new system was successfully implanted.